Event description:
It was reported that the right atrial (ra) lead had far field oversensing. No changes have been made and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4965, implanted: (B)(6) 2010. (B)(4).